Manufacturer narrative:
No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The phaco tip was visually inspected and deemed nonconforming. The phaco tip was broken at the ab hole, the break was jagged, and the phaco had even wall thickness and wear on thread. The complaint evaluation confirms, the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken, because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification, during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the tip broke during phacoemulsification. The fragment remained inside the sleeve and was able to be withdrawn out of the eye. There was no patient harm. A company representative made the surgeon aware that the tip and sleeve were sterilized and reused many times. The company representative reminded the surgeon and instrumentalist that the components are singe use, but this information was disregarded.